Event description:
Husband was using sonic comfort personal massager and suffered large 1st degree burns on his back, requiring him to seek medical care within 2 hours. The product brochure inside did not come with instructions, nor safety warning. He was treated at a walk in clinic with silver nitrate ointment.